Event description:
A femostop was placed on the patient's right groin site after iabp was removed at 1700. The bulb was fully inflated and was not deflating when the dial was used to remove air. The femostop remained fully inflated on the patient's groin for 4 hours. The femostop was removed around 1230. No bleeding or hematoma noted. A pressure dressing was placed to the right groin.